Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by removing the pump from its case, inspecting the pump, and cleaning the pneumatic tap area. They instructed the customer through the cartridge loading process; initially, the customer was unable to successfully load the cartridge. However, with assistance, the customer successfully filled and loaded a new cartridge, completed the load process, and resumed insulin delivery.